Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-two-year-old male patient with acute decompensated cardiomyopathy was transferred for advanced circulatory support and was managed with venoarterial extracorporeal membrane oxygenation and an impella cp device. Although initially hemodynamically unstable, the patient showed clinical improvement with decreasing vasopressor requirements, adequate urine output, and a marked reduction in lactic acid levels. A transthoracic echocardiogram performed the following morning demonstrated a reduced but stable left ventricular ejection fraction with adequate pulsatility on support; however, possible thrombus formation was noted at the impella cp inlet region. Based on this finding, the care team elected to remove the device. Upon explant, thrombus was observed on the catheter. After removal, the patient maintained adequate native pulsatility and remained off vasopressor therapy. The event was assessed as thrombosis associated with the impella cp, requiring medical device removal. Thrombus formation is a known clinical risk in patients with cardiogenic shock receiving mechanical circulatory support.

Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details.